Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 8.8 mmol/l at the time of the incident. Customer stated insulin pump display no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had flashing white lcd display due to electronic assembly moisture damage. During visual inspection, motor and force sensor had moisture damage. Unable to perform self test, sleep current measurement test, active current measurement test and displacement test due to flashing white lcd display.